Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H6 health effect - impact code: non-serious injury/illness/impairment.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. Post implantation during procedure, air was introduced into the patient. The event occurred when the introducer, which had been flushed, was reinserted and a guide wire was advanced following withdrawal of the guide wire from the septum. This step was performed due to concern about a right-to-left shunt from the iasd and the plan to prepare an iasd closure device if necessary. According to the physician, the amount of air observed was more than usual for a teer procedure. Aspiration was performed with the guide sheath, and reinsertion of the introducer and guide wire was completed without further issues. No patient injury occurred, and the aspiration was the only treatment required. The optimal regurgitation reduction was achieved (moderate or less). No device preparation issues or device malfunctions were reported during or after implantation. The left atrial pressure line was attached to the steerable catheter after implant exposure. The patient was under general anesthesia throughout the procedure. The patients lap was pre21 and post14. Device was discarded at the hospital.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 type of investigation: labelling review: the complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence per edwards clinical specialist observation of air during procedure. The complaint was confirmed; however, no manufacturing non-conformities could be identified. Potential root causes may include air from a non-pascal source, or variation in device preparation or procedural use. However, a definite root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances related to the complaint event. Since no edwards defect was identified, corrective or preventative actions are not required.